Event description:
Procedure: diagnostic laparoscopy, left ovarian dermoid cystectomy. Event description: cd003 was noted to malfunction during a procedure. The string was pulled out of the specimen retrieval bag. The specimen and bag had to be removed from the patient using graspers. "No harm reached to the patient." Product is available for return. Additional information received via email 25oct2021 from [name], s&e coordinator (entered by [name]): procedure performed was diagnostic laparoscopy, left ovarian dermoid cystectomy. The physician completed the case by "grabbing with graspers and remove bag and specimen in pieces." It is unknown when the string was pulled out. The string did not break, it pulled out of the retrieval bag. All pieces were removed from the patient. Additional information received via email 25oct2021 from [name], s&e coordinator (entered by [name]): no additional information is available. Photos are available. Patient status: no harm reached to the patient. Type of intervention: the physician completed the case by "grabbing with graspers and remove bag and specimen in pieces."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the retrieval bag. As the bag was not returned, applied medical is unable to determine if the component exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the retrieval bag fragmented due to coming in contact with sharp instrumentation. However, the exact root cause of the retrieval bag damage could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure: diagnostic laparoscopy, left ovarian dermoid cystectomy event description: cd003 was noted to malfunction during a procedure. The string was pulled out of the specimen retrieval bag. The specimen and bag had to be removed from the patient using graspers. "No harm reached to the patient." Product is available for return. Additional information received via email 25oct2021 from [name], s&e coordinator (entered by [name]): procedure performed was diagnostic laparoscopy, left ovarian dermoid cystectomy. The physician completed the case by "grabbing with graspers and remove bag and specimen in pieces." It is unknown when the string was pulled out. The string did not break, it pulled out of the retrieval bag. All pieces were removed from the patient. Additional information received via email 25oct2021 from [name], s&e coordinator (entered by [name]): no additional information is available. Photos are available. Patient status: no harm reached to the patient. Type of intervention: the physician completed the case by "grabbing with graspers and remove bag and specimen in pieces."

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.